Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06544. It was reported the patient's physician noticed during her ipg revision surgery (reference MFR. Report #1627487-2015-23674) one of the patient's leads migrated and was located in the ipg pocket. The physician then explanted and replaced the lead. As it is unknown which lead was involved, all possible lots are being reported.